Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device leaked when the customer connected the tubing connector to the cartridge outside the pump and then inserted it, and the customer observed dark fluid during the leak; after cleaning the chamber and using new supplies, the customer completed the cartridge change without further issues. Symptoms included none, and the customer¿s blood glucose was reported as 106 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the customer¿s account and confirmation of device replacement logistics. Investigation of this case revealed use error related to improper cartridge connection leading to a leak at the connector-cartridge interface, with no ongoing device malfunction after proper setup. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.